Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that he had high blood glucose of 538 mg/dl. At the time of the call, the customer had blood glucose of 109 mg/dl. Troubleshooting found that the drive support cap was normal. The customer declined to check their settings or perform a high pressure test and had already changed their infusion set and reservoir. The customer was advised to monitor the pump and follow up with their doctor regarding the high blood glucose.